Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca), withdrawal difficulty and partial deflate occurred. The 90% stenosed lesion being treated was located in the moderately calcified, moderately tortuous left anterior descending (lad) artery. The lesion was predilated with the 2.0x15mm maverick2 balloon, inflated twice to 4atm. When the balloon was deflated, it did not deflate completely. It was successfully removed, but found to be partially inflated. The procedure was completed with a different device. No patient complications were reported. Patient status reported as "fine".